Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (type of investigation, component codes), e1 (event site state). Nurse placed the call on speaker phone as ICU staff and the attending physician were present in the room. The team was preparing to swap out the pump, but esp personnel advised that they first perform troubleshooting using the help screen. The nurse confirmed that there was no blood in the helium tubing and that all connections were tight. Instructions to press the iab fill key and restart the pump were provided. The alarm did not recur. She stated that the patient was on a ventilator with a peep of 5 and was tachycardic with a heart rate in the 130s. Esp personnel explained that these factors could contribute to the alarm.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name the first (B)(6) hospital. A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period 80 msec and deflation period 250 msec. Gas loss cause: 1. Pump system malfunction: mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.